Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Thromboembolism/peripheral vessel artery dissection/patient-device interaction: the cause of the injury was not determined due to insufficient clinical details. Minor bleed/patient-device interaction: the cause of minor bleed was most likely patient movement related with patient being restless and moving arm continuously. Difficult to advance: the cause of difficult to advance issue was not determined due to insufficient clinical details. High or saturated pump flow: the cause of saturated pump flow was not determined since no product/logs were returned. Placement signal issue: the cause of placement signal issue was not determined since no product/logs were returned.

Event description:
The pump was successfully weaned and explanted.

Manufacturer narrative:
B5 updated with additional information. D6b provided. H6 medical device problem code a0709 was inadvertently omitted on the initial manufacturer device report.

Event description:
Clinical narrative: a 73-year-old female with cardiomyopathy and pre-support clinical status consistent with scai shock stage e underwent placement of an impella 5.5 via surgical right axillary/subclavian arterial access on (B)(6) 2026 at 19:51. During initial advancement through the right axillary and subclavian arteries, resistance was encountered. After positioning in the left ventricle and initiating support, the pump exhibited flat motor current with high reported flow. Explant was recommended due to concern for thrombus or tissue ingestion. Upon explant, a fragment of tissue consistent with atheromatous plaque was observed within the inlet. Replacement with a new impella 5.5 was recommended; however, the surgical team elected to reuse the same pump after repeatedly flushing the cannula until no further debris was visualized. The left ventricle was re-accessed, the device was re-advanced with only some resistance, and support was initiated and gradually increased to p-8, achieving approximately 5.1 l/min flow. Following implantation, the patient developed a hematoma at the right axillary cutdown site. Heparin infusion was held, a sandbag was applied, and one unit of packed red blood cells was transfused. No vessel repair was required, and no imaging of the affected vessel was available. Based on the available information, this event involved difficulty during insertion and suspected tissue ingestion observed upon initial explant, with subsequent reuse of the same device after flushing and continued support. The patient experienced a right axillary hematoma managed conservatively with supportive measures and transfusion. Attribution of the patient injury to the impella device and device outcome involvement could not be determined from the information provided. The device was not removed from support due to the reported issue, and the patient outcome remained pending. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 updated with additional clinical information. H6 a01 was inadvertently omitted on the initial manufacturer device report.

Event description:
Clinical narrative: (updated 2026-5-27). The medical team has confirmed the biomaterial observed at the time of explant was tissue, not a thrombus. Additionally, they relayed that there was placement signal issues observed during the pump support. The signal was unreliable and appeared as dashes on the automated impella controller. The signal was not reliable, however the motor current and flow were. A 73-year-old female with cardiomyopathy and pre-support clinical status consistent with scai shock stage e underwent placement of an impella 5.5 via surgical right axillary/subclavian arterial access on (B)(6) 2026 at 19:51. During initial advancement through the right axillary and subclavian arteries, resistance was encountered. After positioning in the left ventricle and initiating support, the pump exhibited flat motor current with high reported flow. Explant was recommended due to concern for thrombus or tissue ingestion. Upon explant, a fragment of tissue consistent with atheromatous plaque was observed within the inlet. Replacement with a new impella 5.5 was recommended; however, the surgical team elected to reuse the same pump after repeatedly flushing the cannula until no further debris was visualized. The left ventricle was re-accessed, the device was re-advanced with only some resistance, and support was initiated and gradually increased to p-8, achieving approximately 5.1 l/min flow. Following implantation, the patient developed a hematoma at the right axillary cutdown site. Heparin infusion was held, a sandbag was applied, and one unit of packed red blood cells was transfused. No vessel repair was required, and no imaging of the affected vessel was available.